Event description:
It was reported that there was an issue on at least 2 occasions where the foley catheter balloon did not inflate properly. One fell out of a patient, the other was a test (not used) where the balloon inflated however the balloon had a hole and leaked. Product was deformed, foley catheter balloon filled up with 10cc was lopsided. Per follow up via email on (B)(6) 2023, it was stated that the only sample available was the foley that had a hole in the tubing, not the foley where the balloon was lopsided because it was used, they could not save it. Patient with lopsided foley was okay, but was very uncomfortable therefore they removed the foley and that was when they realized that the product was deformed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be due to blister ply (sac tearing) caused by high mechanical stability time of incoming latex. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue on at least 2 occasions where the foley catheter balloon did not inflate properly. One fell out of a patient, the other was a test (not used) where the balloon inflated however the balloon had a hole and leaked. Product was deformed, foley catheter balloon filled up with 10cc was lopsided. Per follow up via email on (B)(6)2023, it was stated that the only sample available was the foley that had a hole in the tubing, not the foley where the balloon was lopsided because it was used, they could not save it. Patient with lopsided foley was okay, but was very uncomfortable therefore they removed the foley and that was when they realized that the product was deformed.